Manufacturer narrative:
No sample is available for investigation and the lot number of the product is unk. The clinical investigation is ongoing.

Event description:
Customer reported a pt reaction. An onsite investigation was conducted by a gambro nurse specialist. The investigation revealed the pt complained of not feeling well one hour into treatment. One hour later, the dialysis machine (non gambro) generated a "micro bubble" alarm, most of the blood was returned to the pt with an estimated blood loss of 80 ml. The pt became unresponsive and 1 liter of saline was administered. The pt developed chest pain, had a seizure and required intubation with ventilatory support. The pt was hospitalized with the diagnosis of air embolism. The extensive medical examinations could not confirm that pt had an air embolism. The pt was found to have severe hypocalcemia.